Event description:
It was reported that the fast-fix t2 did not fire after several attempts. A back-up device was used to complete the procedure. Nor significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.